Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral case. Suture placement in the left common femoral artery (lcfa) and the calcified right common femoral artery (rcfa) was attempted with four proglide devices using the pre-close technique via a 6f and 10f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully placed on each side. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Reportedly post procedure, hemostasis was achieved on the lcfa with the pre-placed proglide sutures. However, hemostasis was not achieved on the rcfa. A surgical cutdown (larger skin incision) was made over the rcfa and as bleeding continued, it was observed that the two proglide suture knots were on subcutaneous tissue and not the vessel wall. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.